Event description:
It was reported by the patient that they paused their insulin and the controller resumed giving insulin without the user's input. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommanded bolus issue. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
In the case description, the user mentioned that the system would resume insulin without input from the user. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found an instance of an insulin suspension and resume on the date of occurrence. The logs showed evidence of interaction with the controller to navigate to the resume insulin option in the controller side bar and the confirmation being pressed to resume insulin delivery. No evidence of the system resuming insulin without interaction with the controller was observed in the available log files.